Event description:
It was reported to boston scientific corporation that a lynx® suprapubic mid-urethral sling system was implanted. According to the complainant, as a result of the implant, the patient experienced physical pain, permanent injury, and will undergo one or more corrective surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.